Event description:
Consumer called customer svc and stated that ac/transformer is falling apart for her pump in style pump.

Manufacturer narrative:
Contact was not made with the customer to obtain add'l info regarding this event. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time. This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 4/4/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.